Event description:
This report is for the revision on (B)(6) 2024. As per pss implant request case: left side. History of trauma 30 plus yrs ago - revision to hinge gmrs / distal femur (B)(6) 2018 (pi). Required revision of the cemented femoral component for loosening (B)(6) 2022 now femoral component loose again - bloods normal. Remove cemented femoral gmrs and revise to custom on (B)(6) 2024.